Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and non-sustained rv oversensing episodes due to loss of capture during a normal device check-up in clinic. There were no other electrical anomalies. The patient will be followed up normally.